Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery door, peeling downstream occlusion (dso) seal and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was not delivering as intended. The most probable root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed a volume test and failed bolus cord test. The event occurred during testing, there was no patient involvement.